Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a no delivery and motor error alarm from the insulin pump. The patient's blood glucose of the time was 142 mg/dl. The customer stated she changed her tube, and received a no delivery alarm and motor error. The customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connect and push insulin slowly though the tubing. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0u. The customer stated that the insulin did not exit and there is greater than normal resistances with the plunger push. The customer was advised to troubleshoot under the motor error.